Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported adverse impact to the customer. The customer received assistance in resetting the pump, and the issue did not recur afterward. They were instructed to continue using the pump and to call back if the malfunction occurred again.